Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos settings were reconfigured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and the monitor's green light came on but the monitor would not power up. The system displayed cmos error messages. No patient injury was reported.